Event description:
An operating room supervisor reported that while undergoing cataract surgery by phacoemulsification with healon 5 viscoelastic, a pt sustained a corneal burn. Multiple attempts have been made to gather add'l info, but not has been provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).